Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer is having issues with insulin pump. She stated that she is having low or high blood glucose the vibration or sounds it not high; she even was unable to feel the vibration. The customer stated of an incident that she encountered low blood glucose and paramedics had to be contacted. The customer's blood glucose was 21mg/dl. The customer stated she does not feel safe using the pump and would like it replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the100 value properly on the display graph. The threshold suspend and hi blood glucose predict features are working properly with beep long, beep medium, beep short and vibrate alert types activated. No unexpected audio or beep anomaly noted. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
The pump passed the delivery accuracy test.